Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not responding to touch. It was reported that a patient was hospitalized for treatment of a tumor and had difficulty breathing, so the patient was provided with assisted breathing through the ventilator. During use, the nurse found that the screen had a touch failure resulting in them not being able to use the ventilator normally. The ventilator was replaced with another ventilator without any harm caused to the patient or user.

Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp), it was stated that the device diagnostic report (drpt) from the time of the event was not available to be provided. The customer equipment department resolved the issue by performing a touchscreen calibration. Following the touchscreen calibration, the device was confirmed to be fully functional and was returned to use.